Event description:
The pt reported that the connector on their oxygen tubing leaked. Patient was taken to the emergency room due to being in respiratory distress. The caregiver said that the patient had complained about shortness of breath for a while before they found the leak. Tried to make the connection better, but could not. Additional info obtained during investigation: the leak was determined by the homecare company employee to be the tubing connector at the swivel, not the tubing itself. Components were not released by the family, but photographs were taken. These will be submitted for evaluation.